Manufacturer narrative:
Results: there was no visible damage to the exterior of the penumbra system aspiration pump max 220 (pump max). When the pump was plugged in and powered on, it made a humming sound like a fan was running but it could not create a vacuum. The pump was powered on for further evaluation a couple of hours later, and functioned as intended. Conclusions: evaluation of the returned pump revealed that upon powering on, a humming noise was heard, but no vacuum pressure could be created. The pump was powered on for further evaluation a couple of hours later, and functioned as intended. The pump did not work properly in all instances. The root cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system aspiration pump max 220 (pump max). During the procedure, the physician turned on the pump max but it did not make any noises and failed to create vacuum. The physician attempted to troubleshoot the situation by switching the pump on and off and also connecting it to another plug socket but the pump was unable to create a vacuum. The physician then attempted to manually aspirate the thrombus using the penumbra system 5max ace reperfusion catheter (5max ace) but was unsuccessful. Another manufacturer's device was unsuccessful in removing the clot as well. There was no report of an adverse effect to the patient.